Manufacturer narrative:
H3: one device returned for repair in good condition, with no physical damage found on the pump. There was a bubble under the downstream occlusion (dso) gasket. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pumps dso sensor was tested and was found non-functional, which caused the issue. The customer's reported issue was confirmed. Dso sensor will be exchanged.

Event description:
It was reported that the pump gives cassette alarm. There was no patient involvement.